Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas generated an alert 38 indicating a consecutive motor stall, consistent with a failure to infuse insulin, while the user was on therapy; the device was synced and the user employed backup subcutaneous insulin as needed. Symptoms included hyperglycemia to 310 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed a communications problem was identified and the issue was traced to the motor component associated with insulin delivery, aligning with a failure-to-infuse problem and the motor as the implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.